Event description:
False positive test results. My son went 6 months with urine testing, (the gold standard for testing by the government) had testing from rehab, sober living and cps. With 3 different agencies taking drug urine test, he had no positive test for drugs. Cps having no negative proof to prevent my son from getting his son back. So, they informed him he had to wear the sweat patch. As he predicted the test patch was going to be positive for drugs and it was.